Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was replaced when it was not possible to reposition the lead because of sensing anomaly. Lead will not be returned for analysis.